Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol haptic and optic were broken in the cartridge. The iol was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. Surgery is reported to have been prolonged. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 044240723 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 044240723. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On 31st october 2025, rayner received notification from a healthcare facility in (B)(6) of an event that occurred during use of a rayone emv rao200e. The event description provided states that the haptic and optic were broken in the injector necessitating lens explantation and exchange.